Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 26 mg/dl. Patient drank two glasses of orange juice and went to sleep. Family member found patient unconscious and called 911. The suspect device was used to check patient's glucose and it read 65 mg/dl. The emergency medical technicians arrived and they checked patient's glucose and the result was 16 mg/dl on their equipment. Patient was treated with a glucose drip. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.